Manufacturer narrative:
Concomitant product(s): a 511212 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was implanted but became dislodged because the patient had tricuspid regurgitation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.